Manufacturer narrative:
The insulin pump was unable to verify motor error alarm due to broken off endcap. Unable to perform prime test due to broken endcap. Drive support disk was inspected and no anomaly was noted. Unit had scratched display window and case and cracked display window corners and reservoir tube lip.

Event description:
It was reported that the customer's insulin pump is alarming motor error, unable to exit the preparing to prime loop and the drive support cap is sticking out. Nothing further was reported.